Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had low flow alarms for about a year on and off and consistently the last five months. The patient underwent multiple echoes and transesophageal echocardiograms (tee) with no abnormalities seen and the position of the pump appeared appropriate. It was reported a change in position of the patient did not effect low flow alarms. The patient was not volume depleted and blood pressure was well-controlled. The patient was transplanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event could not be confirmed via log file analysis, as log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Pathology report revealed evidence of thrombus within the pump. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the reported low flow event may be attributed to multiple factors including but not limited to thrombus at inflow cannula, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. If information is provided in the future, a supplemental report will be issued.